Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing and led to false pause episodes. The device was reprogrammed to resolve the event. The patient was in stable condition.